Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump software did not accurately adjust the amount of insulin delivered. Customer's blood glucose (bg) was 50-65 mg/dl. Customer consumed carbohydrates to address the bg level. Reportedly, a pump reset was performed to address the event; however, the customer reverted to an alternate method of insulin therapy.